Event description:
It was reported that on (B)(6) 2014, during a proximal left anterior descending coronary artery intervention, during lesion pre-dilatation with a 3.5x8mm trek rx balloon dilatation catheter, a moderate dissection occurred. The area was covered with a stent-like device, resolving the event. On (B)(6) 2014, the patient was discharged home. There was no additional information provided.

Manufacturer narrative:
(B)(4). Lab data: (B)(6) 2014 (20:15): ck-mb=1.9 ng/ml, normal upper limit 6.3; (B)(6) 2014 (02:50): troponin I=0.23 ng/ml, upper reference limit 0.10; (B)(6) 2014: ck=94 iu/l, normal upper limit 397; (B)(6) 2014: ck-mb=2.5 ng/ml, normal upper limit 6.3. There was no reported device malfunction and the product was not returned. The reported dissection is listed in the instructions for use (IFU) as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.